Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ileus resection, on the ileus, at the 4th firing, the black knob on the hand was locked and the firing could not be performed. A new handle and cartridge were used to resolve the issue. There was no patient injury.